Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said she is still experiencing the same issue, and was able to connect once very briefly. The patient said that the cause of the ins being too deep has not been confirmed and she has not had a revision. The patient¿s weight was (B)(6). The patient has an appointment with their neurosurgeon on (B)(6)2017. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6)2017. The patient stated that they were supposed to have an appointment with their surgeon on the day of the report but they cancelled and told the patient that there was nothing more they could do to help them. The patient wants to see a different doctor for a second opinion. They have an appointment with their pain management physician on (B)(6)2017. So patient services was going to request a local manufacture representative (rep) be at the appointment. The patient is also being sent a new antenna because theirs is damaged. Additional information was received from a patient on (B)(6)2017. The patient stated that they had their revision on tuesday because their implantable neurostimulator (ins) was too deep so they moved it. The rep went back and talked to the doctor and they fixed it. No further complications were reported/are anticipated.

Event description:
On (B)(6) 2017 information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor coupling noticed on thursday (B)(6) 2017 because it was the first time that the patient had charged. The patient met with a manufacturer representative yesterday ((B)(6) 2017) and the manufacturer representative thought that the I implant was too deep. A follow-up appointment with the health care professional (hcp) was scheduled for the 8th or 9th for this issue. On (B)(6) 2017 additional information was received from the patient reporting the same issue. They stated that they were going to see their surgeon on monday and that their implant was "too deep" to communicate with their recharger (insr). The patient wanted to know if a manufacturing representative needed to be at their appointment. No further troubleshooting could be done at this time, until after their revision, however it was indicated that at this time there didn't seem to be an issue with the insr. It was reviewed that if the healthcare provider wanted to have the manufacturing representative at the appointment the hcp could page one or call technical services if questions came up. No further complications were reported.